Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an elevated sensing integrity count (sic), which indicated that the right ventricular lead was oversensing. The lead remains in use. No patient complications have been reported as a result of this event.